Manufacturer narrative:
(B)(4). Date sent: 10/09/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure.visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2019. Additional information received: lot number 16474 is invalid (it does not correspond to a linx device lot).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what date did the explant take place? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that: ¿a linx device lxmc16 was explanted due to persistent dysphagia.¿ the case was completed with cruroplasty with hh repair.